Event description:
It was reported that four years post implant a sagb, gastric band started leaking. The band was replaced. There were no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Fold line leak the band/balloon with 2.5cm of catheter and the operation record sheet was returned. Upon visual inspection, it was noted that buckle was cut and not returned for evaluation; this is confirmed by the operation record sheet. Four (4) fold lines were observed on the balloon. A crack was found on the balloon and on a fold line, and per microscope it was observed that this crack was perpendicular to the balloon. A leak test was performed on the balloon with an unsuccessful result; leak was found at the site of the crack. The final packaging lot was not communicated; therefore a DHR was not performed. Manufacturing practices were reviewed and it was noted that all devices are 100% leak tested prior to lot release.